Event description:
It was reported that on (B)(6) 2011, the patient underwent ptca again on the proximal to mid left anterior descending artery (lad) target lesion. During predilatation of the vessel with a trek balloon a dissection occurred. Treatment was performed with additional dilatation, after which a 3.0 x 18 mm xience v stent and a 3.5 x 28 mm promus stent were implanted; however, the distal lad became occluded so additional dilatation with the trek balloon was performed for treatment of the occlusion. During the procedure the patient was experiencing a neck problem accompanied by coughing, blood pressure reduction, and respiratory discomfort. Oxygen inhalation was performed; however, congestion could not be confirmed and the decision was made to take a wait and see approach. On (B)(6) 2011, the patient was rehospitalized for acute heart failure and respiratory discomfort and respiratory failure occurred so the patient was placed on a mechanical ventilator/respirator. After 20 minutes cardiac arrest occurred requiring cardiopulmonary resuscitation for 2 hours; however, the patient expired on (B)(6) 2011. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 28 mm promus is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported cardiac arrest, heart failure, and death are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.